Event description:
The customer reported that she passed out at 12:00 am on (B)(6) 2014 after checking her bg levels and getting a reading of high. She called her dr who offered to call an ambulance, however, the customer refused the ambulance. When she removed the pod, she noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.